Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the device and the report of death could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Death have been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. It is unknown if the pump was explanted or if it will be returned for evaluation. No additional information provided.

Event description:
Additional information reported that the patient¿s cause of death was pneumonia. The device will not be returned.